Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: during the procedure the coil was deployed with a short section of the delivery wire still attached. No harm to patient reported. Product evaluation of the returned device confirmed that the thread on the tds had separated and the distal part was missing. The evaluation also revealed some kinks, bends, and an elongation 20.5 -28 cm from the distal end. It is unknown how and why these damages occurred, but excessive force can cause the elongation seen on this device and too many turns/rotations during deployment have previously caused similar separations of the thread. The instructions for use describe the importance of following the loading procedure carefully in order to avoid complications during coil detachment and in case difficulties and/or resistance occur during detachment and/or withdrawing of device the guiding catheter and the delivery wire with the coil must be removed simultaneously. The device history record was reviewed with no evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. G5) similar to device under 510(k)/PMA fdw-35-110. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: during the procedure the imwce-3-pda3 coil was deployed with a short section of the delivery wire still attached (tds-110-pda). Patient outcome: a section of the device remained inside the patient¿s body; part of the delivery wire, which was not retrieved. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.